Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that monitor and cable were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor and cable have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of procedure, the surgeon monitor of the navigation system turned off without any prompt from user. There was no patient present at the time of the issue.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The monitor cable for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.